Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to acquire a 12-lead ECG with this device. There was no report of patient impact.